Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Even if not required per selected investigation flow in order to perform the investigation, all the documents mentioned above, valid when the device was manufactured, have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were identified. No manufacturing related issues that would have contributed to this complaint were found. Most likely a mishandling of the device led to the opening of this complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.812.520 , lot: 39p2373 , manufacturing site: hägendorf , release to warehouse date: 09.march 2020 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a spine procedure on an unknown date, two (2) t-pal inserter could not be used correctly during surgery because the knob could not be turned properly and ring didn't snap back as intended. The implant came loose from one of the inserters in situ. No adverse patient harm reported. Surgery completed successfully. No surgical delay noted. Patient status is unknown. Concomitant device reported: unk - cage/spacers: t-pal (part # unknown, lot # unknown, quantity # unknown). This is report 2 of 6 for (B)(4).